Manufacturer narrative:
There was no report of a patient injury or operator injury. However there is the potential for injury. This event is under investigation. The defective syringe has been requested to be returned to the manufacturer in order to aid the investigation. All manufacturing records show that the product lot has been correctly manufactured in accordance with specifications. Records show no evidence of defects from the manufacturing process. Company comment: a patient was to have a contrast injection for CT scan with use of fastload CT syringe. However during injection, the fastload CT syringe popped off of the injector system and missed the patient. The syringe did not come into contact with the patient or operator. There was no report of patient or operator injury. The reported flow rate was 3 ml/s and pressure did not exceed 170. Not returned to manufacturer.

Event description:
On (B)(6) 2016, a technologist reported to (B)(6) a device malfunction with the use of the fastload CT syringe. The report was forwarded to (B)(6) drug safety on (B)(6) 2016. On (B)(6) 2016, upon an injection for CT scan the fastload CT syringe popped off of the injector system and missed the patient (landed on the table near the patient). The syringe did not come into contact with the patient or operator. There was no report of patient or operator injury. The technologist reported that flow rate was 3 ml/s and pressure did not exceed 170. No further information was provided. A quality investigation is ongoing. Additional information is required.

Event description:
On 29-nov-2016, a technologist reported to bracco injeneering (binj) a device malfunction with the use of the fastload CT syringe. The report was forwarded to bracco drug safety on 19-dec-2016. On (B)(6) 2016, upon an injection for CT scan the fastload CT syringe shot off of the injector system and did not touch the patient or operator. The syringe did not come into contact with the patient or operator. There was no report of patient or operator injury. The technologist reported that flow rate was 3 ml/s and pressure did not exceed 170. No further information was provided. On 29-nov-2016, a technologist reported to bracco injeneering (binj) a device malfunction with the use of the fastload CT syringe. The report was forwarded to bracco drug safety on 19-dec-2016. Most recent follow-up information incorporated above includes: 11-jan-2017: corrected data. The case was corrected for FDA submission. Adverse event (b1) and outcomes attributed to adverse event (b2)(serious criteria) was removed. Importer information (f3-f5 ) was removed. On 02-jul-2018: binj received follow-up information which was sent to bracco on 27-jul-2018. Detailed description of the device malfunction was added to the case. This case is medically closed. FDA#: 3004753774-2016-00003. Bracco worldwide case ID#: (B)(4). Company comment: based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
Based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Event description:
On 29-nov-2016, a technologist reported to bracco injeneering (binj) a device malfunction with the use of the fastload CT syringe. The report was forwarded to bracco drug safety on 19-dec-2016. On (B)(6) 2016, upon an injection for CT scan the fastload CT syringe shot off of the injector system and did not touch the patient or operator. The syringe did not come into contact with the patient or operator. There was no report of patient or operator injury. The technologist reported that flow rate was 3 ml/s and pressure did not exceed 170. No further information was provided. On 29-nov-2016, a technologist reported to bracco injeneering (binj) a device malfunction with the use of the fastload CT syringe. The report was forwarded to bracco drug safety on 19-dec-2016. Most recent follow-up information incorporated above includes: 11-jan-2017: corrected data. The case was corrected for FDA submission. Adverse event (b1) and outcomes attributed to adverse event (b2)(serious criteria) was removed. Importer information (f3-f5 ) was removed. 02-jul-2018: binj received follow-up information which was sent to bracco on 27-jul-2018. Detailed description of the device malfunction was added to the case. This case is medically closed. FDA#: 3004753774-2016-00003. Bracco worldwide case ID#: (B)(4). Company comment: based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
Based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Event description:
On 29-nov-2016, a technologist reported to bracco injeneering (binj) a device malfunction wih the use of the fastload CT syringe. The report was forwarded to bracco drug safety on (B)(6) 2016. On (B)(6) 2016, upon an injection for CT scan the fastload CT syringe popped off of the injector system and missed the patient (landed on the table near the patient). The syringe did not come int contact with the patient or operator. There was no report of patient or operator injury. The technologist repoted that flow rate was 3 ml/s and pressure did not exceed 170. No further information was provided. A quality investigaiton is ongoing. Additional information is required. 11-jan-2017 : corrected data. The case was corrected for FDA submission. Adverse event (b1) and outcomes attributed to adverse event (b2) (serious criteria) was removed. Importer information (f3-f5) was removed. Additional information is required.

Manufacturer narrative:
There was no report of a patient injury or operator injury. However there is the potential for injury. This event is under investigation. The defective syringe has been requested to be returned to the manufacturer in order to aid the investigation. All manufacturing records show that the product lot has been correctly manufactured in accordance with specifications. Records show no evidence of defects from the manufacturing process. Company comment: a patient was to have a contrast injection for CT scan with use of fastload CT syringe. However during injection, the fastload CT syringe popped off of the injector system and missed the patient. The sryinge did not come into contact with the patient or operator. There was no report of patient or operator injury. The reported flow rate was 3 ml/s and pressure did not exceed 170.